Event description:
The customer called for help with the contour system. Control tests were performed during the call and there was a result of 207mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Corrected lot#: 2dc3b3a.